Manufacturer narrative:
Concomitant medical products: product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins was overdischarged due to patient compliance. The patient was scheduled to have an MRI and was instructed to charge the ins in order to put it into MRI mode, however they were unable to get a connection. The rep used the 60 minute countdown and al feature to jumpstart the battery. The ins was charged to 25% and the por was cleared. The patient was instructed to continue charging until the MRI and were educated on how to put the device in MRI mode. The patient was asked to keep the device charged in the event of future mris. The rep also reported impedances over 10,000 on electrode 9, however the patient's programming does not use that electrode. The issue was reported to be resolved at the time of the report. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the impedances over 10,000 was not known. No actions were taken to resolve the impedance issue as current programming does not utilize the electrode. No symptoms were reported. No further complications were reported or anticipated.